Event description:
It was reported that pump displayed a cartridge change error while customer was using pump in a case. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, inspected and cleaned pump connection area as guided, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed with no further issues reported.